Event description:
Pt returned to hospital in emergent state. On reoperation, a thrombus around the sewing ring was found. The thrombus was blocking the valve but the valve mechanism was free and clean. The valve was replaced and the pt has recovered.

Manufacturer narrative:
Valve is being returned from (B)(4). Eval will be performed once rec'd.